Event description:
Hamilton medical ag received the following event description: while venting a patient the ventilator displayed tf 5507. Patient was bagged and ventilator swapped. No harm to patient was reported..

Manufacturer narrative:
Hamilton medical ag complaint number:(B)(4). Investigation ongoing.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1: investigation outcome. The ventilator displayed technical failure 5507 during active ventilation, prompting the clinician to manually bag the patient and exchange the device; no patient harm was reported. Based on the corrective action taken, the event was suspected to be related to a malfunction of the sensor board. A replacement sensor board was provided; however, no confirmation was received that the replacement resolved the issue. No log files or returned components were made available for further technical analysis, limiting root cause determination. Given the absence of device data and post-repair verification, the root cause cannot be conclusively established. The most probable cause remains an intermittent or permanent failure of the sensor board assembly.